Event description:
The guide wire was received with a separated shaping ribbon. Follow-up information was not available as it was reported that the hospital had kept this guide wire approximately 1 year prior to the return and did not have a problem with the guide wire. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and the separation of the shaping ribbon was confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.